Manufacturer narrative:
This report is submitted june 27, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to intermittency and a performance decrement with device use. The patient was reimplanted with another cochlear device during the same surgery.